Event description:
It is reported that the polyethylene liner would not seat into the shoulder component during a reverse total shoulder arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. The device history records for the product were reviewed and identified no deviations or anomalies. This device is used for treatment. A complaint history review was conducted for part and identified zero complaints for the same lot. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.